Manufacturer narrative:
A third party service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board was recommended for replacement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A third party service representative performed a checkout of the equipment and confirmed the reported complaint. The sensor interface board was recommended for replacement.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate. There was no report of patient involvement.